Event description:
The customer reported that the reservoir was occluded. Customer stated that when changing the reservoir it allowed input but not the output. The insulin pump alarmed no delivery during fill tubing. Customer reinserted plunger and could not get insulin through. Troubleshooting was done. Customer's blood glucose was 100 mg/dl. Customer stated that alarm was resolved by a reservoir change. Customer unable to troubleshoot. Customer does not want to return the set for analysis but will return the reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).